Event description:
Device 1 of 3. Reference MFR report # 1627487-2010-01346 and MFR report# 1627487-2010-01347. The pt received his scs system including percutaneous leads on (B)(6) 2008. It was reported that the pt lost stimulation. Intraoperative testing showed that two leads were non-functional. The leads were replaced on (B)(6) 2009. It was not noted from which lots the explanted leads came from, so all three lots issued to the pt are included in this report. The explanted leads were returned to ans for eval. No further info is available.

Manufacturer narrative:
Device 1 of 3. Evaluation, method: device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Failed continuity test. Lead has broken wires in the lead segment. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.